Event description:
It was reported that the device fired for the 3rd time (2nd reload) across the right ovary. The instrument jammed and surgeon was not able to remove it from tissue. Surgeon converted to an open procedure and removed instrument from the tissue. Pt had previous adhesions.